Event description:
A 5 mm diameter x 17 mm length bridge x3 biliary stent was inserted in a pt for treatment of a 90% stenosed right renal artery lesion. The vessel was non-tortuous and moderately calcified. It was reported that the physician pre-dilated the lesion one time with a 3.0 mm angioplasty balloon at 8 atm (atmospheres). A 7f medtronic sheath and a 7f guidant lima guide were used. The device was advanced and positioned in the lesion. Hte physician pushed the stent back and forth to release the stent when the stent dislodged. It is reported that the stent may have caught in the lesion. The stent was retrieved and moved down into the iliac artery with a 2.0 mm angioplasty balloon and deployed. The case was aborted and lesion remains unstented. The delivery system was discarded. No clinical sequelae were reported, and the pt is reported to be fine.